Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the patient experienced aortic (vessel) perforation that required surgical intervention and extended hospitalization. During the afib case, the physician and the fellow decided to push the vizigo¿ sheath through and the aorta root was perforated. The soundstar® catheter was up but they did not want to use any intracardiac echocardiography (ice) imaging before pushing it across into the aorta using only fluoro guidance. The wire they put up went vertical and that is normally a concern, maybe in the aorta; however, they decided to push through and when the left atrial pressure was checked, it was 127/85. Then, an ice imaging was used to verify that the vizigo¿ sheath had gone into the aorta root. They did not confirm tenting on the fossa and did not confirm the placement or movement of the sheath crossed the fossa either. The patient had a perforation of the aorta root. The patient had an urgent cardiothoracic surgery and after a 4-hour procedure to repair the aorta root the patient is reported to be in stable condition. There was no indication of any malfunction of the catheter or mapping system, and there was no technical issue reported by the physician. The physician's opinion on the cause of the adverse event was that it was procedure related. The adverse event occurred during transseptal puncture when vizigo¿ sheath was advanced into aortic root. No ablation was performed. The patient fully recovered but required extended hospitalization in the cardiac intensive care unit (ICU).